Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented and reported diaphragm stimulation. Upon investigation, a change in impedance measurements on the right atrial (ra) lead was observed from 600 ohms to 1,000 ohms. Additionally, an increase in threshold measurements and loss of capture was observed at maximum output. An echocardiogram was performed and the physician observed a small perforation. As a result, the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.